Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-07118. It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise, inappropriate shock, high defibrillation impedance, failure to sense, and an output rate issue. Additionally, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise without any additional malfunction. No intervention was reported. The patient was in unknown condition.